Manufacturer narrative:
(B)(4). Date sent: 12/5/2023 d4: batch # 530c31. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload present. The reload was received unfired. Upon visual inspection, the manual override door was noted to be out of position; however, the bailout system was not activated. As additional testing, the bailout door test was installed and then, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the bulkhead contacts were damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 530c31, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What trouble shooting steps were taken prior to using manual override?

Event description:
It was reported that during an laparoscopic appendectomy procedure, the stapler lost power and stopped working during a staple firing. A white 45 staple load was being used. The manual override was used by the staff and a new device was obtained. No patient harm was reported.